Event description:
I had a procedure called essure about 4 year ago. Didn't have problems at first, until I started having intercourse often, first came pain with sex, pelvic pain almost every day, migraine, metal taste: in my mouth, stop my pancreas from producing insulin, became diabetic, had kidney problem hospitalize for both. I'm not obese, the endocrine dr couldn't explain how I became diabetic, it doesn't run my family. Nausea, fatigue all the time. I always felt like I was pregnant but I wasn't. I became depressed than normal, anxiety really bad. I went to gyn and he told me the coils migrated and had to be taken out. They took out my tubes and coils, after that, I went back to normal and I lost pay.